Manufacturer narrative:
Date of event is estimated. Patient's weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy with the system. Surgical intervention may be undertaken at a later date to address the issue.